Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 40mg/dl and would like to check the pump. Troubleshooting found that the pump repeatedly requests the blood glucose level after it has already been entered. Customer declined low blood glucose troubleshooting and requested to be transferred to a sensor technician.